Manufacturer narrative:
The recipient's device was explanted.

Event description:
The recipient reportedly experienced decreased retention and loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The electrode and no lock condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across some of the electrical components. This device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Capas were implemented. This is the final report.